Event description:
The customer reported the control panel comes unlocked intermittently while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer evaluated the system and replaced the solenoid to resolve the customer¿s issue.